Manufacturer narrative:
Product ID 97755 serial# (B)(6). Product type recharger product ID 97745bp lot# (B)(6), product type accessory product ID 97745bp lot# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n(B)(6)) revealed that the cable insulation was pulled away and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient needed a new rtm as the cord had pulled away from the rtm antenna/the insulation pulled away from the coil. They were unable to charge as it was not working. They also noticed the rtm was getting hot when charging, and upon further inspection saw the damage to the cord. They also mentioned that the battery was taking longer to charge and they would like a new one, however repair did not believe there was anything wrong with it by the patient's description. The patient was sent a replacement rtm and controller battery pack, and the replacement controller battery pack was returned with no known complaint. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.